Event description:
It was reported that the patient underwent a spinal surgical procedure at t9-l2 to treat a spinal tumor. Approximately 20 month¿s post-op the patient complained of pain. It was found that both rods had broken at t12. The patient underwent an emergency revision surgery to replace the broken rods. The patient had non-union at t12.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional information: per analysis: microscopic examination of the fracture surface identified progressive striations, which are indicative of cyclic fatigue. Dimensional inspection rod diameter confirms conformance to print specification. Damage noted on fracture surface found to be post-fracture damage. Chemical, mechanical, and metallographic examination of properties verified by material supplier and independent 3rd party inspection. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant components. Conclusion: the above observations are consistent with cyclic fatigue.